Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device paused halfway during firing and got stuck and would not continue to fire. Display had a triangle exclamation icon over the adapter section. Staff reattached the handle, tried manual retraction, and tried a reset, but nothing worked; the unit had closed down on tissue and was stuck. Staff put another stapler in and used that stapler to complete the case. There was a slight delay. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Functional testing found that there were abnormalities during the firing and retraction of a smart 45mm rein forced amt reload. It was noted that the reload was able to be fully fired but could not be retracted. It was reported that the instrument locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that there was an undefined power stapler-handle or adapter error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device paused halfway during firing and got stuck and would not continue to fire. Display had a triangle exclamation icon over the adapter section. Staff reattached the handle, tried manual retraction, and tried a reset, but nothing worked; the unit had closed down on tissue and was stuck. The staff put another stapler in and used that stapler to complete the case. Stuck closed on tissue, there was a slight delay. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6) sigtrsb45amt - sigtrsb45amt 45mm med thk reinforced rel, lot# n3l1846y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.